Event description:
On 3/3/2025, it was reported by an arthrex subsidiary employee via email that an ar-3638 knotless fibertak tip did not pass through the guide. The case was completed using another ar-3638 knotless fibertak. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/10/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 03/11/2025: this occurred inside the patient during a bankart repair procedure on (B)(6) 2025. The anchor was removed from the patient, and no fragments broke off inside the patient. There was no case delay, and no added anesthesia was administered to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device due to misalignment during insertion, prying/leveraging, and/or excessive force during insertion.